Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.

Event description:
It was reported that a physician, in-training in the use of the prostar device, attempted arteriotomy closure of a common femoral artery after an interventional procedure. Reportedly, the index procedure and vessel closure were uneventful. After the patient was transferred to his room moderate bleeding from the puncture site was noticed. The patient was taken to the surgery room and the artery was closed surgically. Five days later, while still hospitalized, the patient died. The facility reporter indicated the patient's cause of death was multiorgan failure: renal failure (patient was in dialysis), hepatic insufficiency, respiratory insufficiency. The patient had a serious heart illness and underwent surgery as the last option. The physician assured that the prostar device did not cause or contribute to the patient death/illness. Though requested, no additional information was provided.